Event description:
Pt reports cadd legacy sn (B)(4) repeated alarms for no disposable, clamp tubing. Pt states the pump is "touchy" and requested a replacement to come along with shipment as she does not want it repeatedly alarming while at work. No adverse event reported. Pt has fully functioning backup pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.